Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer continued to receive high blood glucose readings after multiple insulin administrations. During the call, it was revealed that the consumer was using test strips that were possibly compromised to obtain her readings. Consumer education took place with the original call. The test strips in question will be returned for eval.